Manufacturer narrative:
Philips service replaced the ippc and hard disk; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the frontal ippc failed to boot up; no exposure possible on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.